Event description:
It was confirmed that the stent dislodged from the device in vivo during delivery to the lesion. Evaluation summary: the stent was returned off of the balloon and on the stylette. The middle segments of the stent were deformed and stretched. The balloon bond and inner shaft was flattened. There were two kinks on the inner shaft of the balloon working length.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to implant an endeavor sprint drug eluting stent in the lad with 95% stenosis, moderate tortuosity and severe calcification. The device was removed from the packaging per IFU and inspected prior to use with no issues noted. The device was prepped with no issues noted. It is reported that the device didn¿t pass through the lesion. After the system was pulled back, a deformation was observed on the stent struts. It is reported that the deformation occurred in vivo during positioning. Resistance was encountered when advancing the device but excessive force was not used during delivery. Patient status post procedure is reported to be good. There was no serious injury associated with the event. The physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy and not device related.

Manufacturer narrative:
Evaluation results: stent deformation, lesion morphology - 95% stenosis, moderate tortuosity and severe calcification, no device received for evaluation, device or procedural notes not returned for evaluation. Evaluation conclusions: stent deformation, lesion morphology - 95% stenosis, moderate tortuosity and severe calcification. (B)(4).